Event description:
Procedure: c-section. Reportedly, after the procedure the grounding pad was removed from the pt's right leg. A burn measuring 1.5cm x 0.5 cm was found beneath where the grounding pad. The burn was reported as a 2nd degree injury. The pt was treated with silvadene cream.